Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, seven non-medtronic stents were implanted. Approximately 5 months later and during a revascularization procedure, one resolute onyx des was implanted into the rca. Approximately 4 months post revascularization procedure, the patient experienced nstemi. The target vessel involved was the rca. The patient was treated with a CABG procedure and recovered. The investigator and sponsor assessed the event as not related to the device or antiplatelet medication. Cec adjudicated that a myocardial infarction occurred of the rca. Restenosis of the rca was observed. Cec also adjudicated revascularization as target lesion-CABG clinically driven of the rca, and non-tvr surgery of the lad.